Event description:
It was reported that the device was not working. It was further reported that the device changed speed on it's own and sparked.

Event description:
It was reported that the device was not working. It was further reported that the device changed speed on it's own and sparked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The warranty seal is intact. A radio frequency probe, handpiece, and footswitch were connected to the console. The console was burned in for three days with the accessories connected. The console¿s error log file was reviewed with no critical errors present. The console passed the high potential test, radio frequency power output, and the biotek safety analyzer. The flex cables were verified that they are properly seated and the motor control board was measured at 40v. The components were inspected for burnt components; none were seen. No problem was found with the unit. A probable root cause could be the radio frequency probe or the shaver used. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.